Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low impedance and switched to unipolar mode. It was noted that unipolar impedance measurement was higher than the bipolar. The lead was left in unipolar mode and it remains in use. No patient complications have been reported as a result of this event.